Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: this complaint for a report of damaged was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The set was visually inspected with no issues noted. A clamp function test was performed with no issues noted. The set was run on a homechoice with no issues noted. The set was tested underwater at 8 psi with no leak noted. A clear passage test was performed with no blockages noted.

Event description:
Homecare services representative sent email notification of complaint on behalf of customer to corporate product surveillance on (B)(4) 2012. Customer reported the last six cassettes that she opened were twisted as if they had been exposed to extreme heat. The customer stated that she did not use them as they appeared to be cracked. The customer's mother does not need a call back. The hp's mother who is the caregiver (cg) contacted global product surveillance (ps) on (B)(4) 2012. The cg stated that she had five of the cassettes that looked to be damaged. The cg stated that she would hold them for pick up. The cg stated that the cassettes were never used during therapy. There was no patient injury or medical intervention reported.